Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer delivered a correction bolus via pump to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.